Event description:
The ge oec 9800 fluoroscopy system had intermittent reports of locking up during a procedure. System has function for 12 days since reported event without issue.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. It is believed that a user did not properly seat the interconnect cable to the mainframe which could cause the described issue. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.